Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for evaluation. The service history review identified no previous history in the past 12 months. The customer issue was confirmed through the air detector test as it was found to be defective. The air detector was also dented in multiple locations. The downstream occlusion (dso) seal was glued to the air detector. Both the air detector and seal were replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the device for constantly displaying an "air-in-line" error message, even after priming the set and using a different set. During device evaluation, a defective air in line detector was identified. There was no patient involvement.